Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("slight lateral migration of the essure fallopian tube occluder") and pelvic pain ("pelvic pain") in a (B)(6) female patient who had essure (batch no. 645019) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 1 month after insertion of essure, the patient experienced dysmenorrhoea ("abnormally severe menstruation pain"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menses"), migraine ("migraine headaches"), fatigue ("chronic fatigue"), headache ("headaches"), weight fluctuation ("weight fluctuations") and vaginal haemorrhage ("abnormal vaginal bleeding"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), abdominal pain lower ("severe, lower abdominal pain\ severe abdominal cramping"), back pain ("severe back pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), ovarian cyst ("ovarian cysts"), vaginal infection ("vaginal infections") with vaginal discharge, sinusitis ("sinus infections"), ear infection ("ear infections"), depression ("depression") and anxiety ("anxiety"). Essure was removed. At the time of the report, the device dislocation and vaginal haemorrhage outcome was unknown and the pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, arthralgia, uterine pain, ovarian cyst, migraine, vaginal infection, fatigue, headache, sinusitis, ear infection, weight fluctuation, depression and anxiety had not resolved. The reporter provided no causality assessment for device dislocation with essure. The reporter considered abdominal pain lower, anxiety, arthralgia, back pain, depression, dysmenorrhoea, ear infection, fatigue, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, sinusitis, uterine pain, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: plaintiff has not yet been able to undergo surgery to remove the essure, and still suffers from the symptoms. Coils: left tube: 5, right tube: 4, on (B)(6) 2009, essure was removed (per mr). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: full occlusion of fallopian tubes confirmed. Laparoscopy - on (B)(6) 2016: did not reveal any findings related to the symptom. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received. Event abnormal vaginal bleeding,lot number added from pfs and concurrent condition,concomitant medication added. On 27-feb-2018: medical record received. New reporters added. Patient's demographic information added. Per mr, events :slight lateral migration of the essure fallopian tube occluder" was added incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("slight lateral migration of the essure fallopian tube occluder") and pelvic pain ("pelvic pain") in a 29-year-old female patient who had essure (batch no. 645019) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included cilest (mononessa-28) from (B)(6) 2016 to (B)(6) 2017, medroxyprogesterone acetate (depo-provera) and naproxen since 2009. In 2009, 1 month 1 day after insertion of essure, the patient experienced dysmenorrhoea ("abnormally severe menstruation pain"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menses") and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criterion medically significant), migraine ("migraine headaches"), fatigue ("chronic fatigue"), headache ("headaches") and weight fluctuation ("weight fluctuations"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe, lower abdominal pain\ severe abdominal cramping"), back pain ("severe back pain"), the first episode of arthralgia ("hip pain"), uterine pain ("uterine pain"), ovarian cyst ("ovarian cysts"), vaginal infection ("vaginal infections") with vaginal discharge, sinusitis ("sinus infections"), ear infection ("ear infections"), depression ("depression"), anxiety ("anxiety"), weight increased ("weight gain") and the second episode of arthralgia ("hip pain"). At the time of the report, the device dislocation, vaginal haemorrhage, weight increased and the last episode of arthralgia outcome was unknown and the pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, uterine pain, ovarian cyst, migraine, vaginal infection, fatigue, headache, sinusitis, ear infection, weight fluctuation, depression and anxiety had not resolved. The reporter provided no causality assessment for device dislocation with essure. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, ear infection, fatigue, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, sinusitis, uterine pain, vaginal haemorrhage, vaginal infection, weight fluctuation, weight increased, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: plaintiff has not yet been able to undergo surgery to remove the essure, and still suffers from the symptoms. Coils: left tube: 5, right tube: 4. On (B)(6) 2009, essure was removed (per mr). Per pfs: plaintiff is planning for removal (scheduled for (B)(6) 2018). Reason for removal: continuing symptoms. Current weight: 182 lbs. Approximate weight at time of essure placement: 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Hysterosalpingogram: on (B)(6) 2009: full occlusion of fallopian tubes confirmed. Laparoscopy: on (B)(6) 2016: did not reveal any findings related to the symptom. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2018: new pfs received- new events added: hip pain, weight gain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("slight lateral migration of the essure fallopian tube occluder") and pelvic pain ("pelvic pain") in a 29-year-old female patient who had essure (batch no. 645019) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included medroxyprogesterone acetate (depo-provera) and naproxen since 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 1 month after insertion of essure, the patient experienced dysmenorrhoea ("abnormally severe menstruation pain"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menses"), migraine ("migraine headaches"), fatigue ("chronic fatigue"), headache ("headaches"), weight fluctuation ("weight fluctuations") and vaginal haemorrhage ("abnormal vaginal bleeding"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), abdominal pain lower ("severe, lower abdominal pain\ severe abdominal cramping"), back pain ("severe back pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), ovarian cyst ("ovarian cysts"), vaginal infection ("vaginal infections") with vaginal discharge, sinusitis ("sinus infections"), ear infection ("ear infections"), depression ("depression") and anxiety ("anxiety"). Essure was removed. At the time of the report, the device dislocation and vaginal haemorrhage outcome was unknown and the pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, arthralgia, uterine pain, ovarian cyst, migraine, vaginal infection, fatigue, headache, sinusitis, ear infection, weight fluctuation, depression and anxiety had not resolved. The reporter provided no causality assessment for device dislocation with essure. The reporter considered abdominal pain lower, anxiety, arthralgia, back pain, depression, dysmenorrhoea, ear infection, fatigue, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, sinusitis, uterine pain, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: plaintiff has not yet been able to undergo surgery to remove the essure, and still suffers from the symptoms. Coils: left tube: 5, right tube: 4. On (B)(6) 2009, essure was removed (per mr) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: full occlusion of fallopian tubes confirmed. Laparoscopy - on (B)(6) 2016: did not reveal any findings related to the symptom. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('slight lateral migration of the essure fallopian tube occluder') and pelvic pain ('pelvic pain') in a 29-year-old female patient who had essure (batch no. 645019) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included plantar fasciitis, bacterial vaginosis, dysuria, sore throat, dry cough, nasal congestion, swelling nos, bacterial vaginosis, muscle strain, allergic rhinitis, watering eyes, itchy, sneezing, stress, poor sleep, decreased appetite, insomnia, photophobia, neck pain, rib pain, gastritis, nausea, upper respiratory infection, chills, mood swings, herpes simplex, bipolar disorder, eye movement disorder, postconcussional syndrome, dizziness, bipolar affective disorder, vomiting, fever, genitourinary chlamydia infection, paraesthesia, urinary incontinence, coccydynia, obesity, bradycardia, palpitation, agitation, genitourinary tract infection, flank pain, genital herpes, otalgia, rash, chest pain, vaginal bleeding and epigastric pain. Concurrent conditions included overweight, pharyngitis, arthralgia, urinary tract infection, pain ankle and dysuria. Concomitant products included diclofenac sodium, ethinylestradiol;norgestimate (mononessa-28) from (B)(6) 2016 to (B)(6) 2017, medroxyprogesterone acetate (depo-provera) and naproxen since 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstruation pain / cramping"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menses/ abnormal bleeding (menorrhagia)"), migraine ("migraine headaches"), fatigue ("chronic fatigue"), headache ("headaches"), weight fluctuation ("weight fluctuations") and vaginal haemorrhage ("abnormal vaginal bleeding") and was found to have weight increased ("weight gain"), 1 month after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe, lower abdominal pain\ severe abdominal cramping"), back pain ("severe back pain / chronic low back pain without sciatica, unspecified back pain laterality"), arthralgia ("hip pain"), uterine pain ("uterine pain"), ovarian cyst ("ovarian cysts"), vaginal infection ("vaginal infections") with vaginal discharge, sinusitis ("sinus infections"), ear infection ("ear infections"), depression ("depression") and anxiety ("anxiety"). The patient was treated with bupropion, sertraline and surgery (hysteroscopy with dilation and curettage, laparoscopy and hysterectomy and bilateral salpingectomy). At the time of the report, the device dislocation outcome was unknown, the pelvic pain, dysmenorrhoea, menorrhagia, migraine, fatigue, vaginal haemorrhage and weight increased had resolved and the abdominal pain lower, back pain, arthralgia, uterine pain, ovarian cyst, vaginal infection, headache, sinusitis, ear infection, weight fluctuation, depression and anxiety had not resolved. The reporter provided no causality assessment for device dislocation with essure. The reporter considered abdominal pain lower, anxiety, arthralgia, back pain, depression, dysmenorrhoea, ear infection, fatigue, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, sinusitis, uterine pain, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: plaintiff has not yet been able to undergo surgery to remove the essure, and still suffers from the symptoms. Coils: left tube: 5, right tube: 4 on (B)(6) 2009, essure was removed (per mr). Per pfs: plaintiff is planning for removal (scheduled for (B)(6) 2018). Reason for removal: continuing symptoms. Discrepncy noted in essure removal date- (B)(6) 2018. Current weight: 182 lbs. Approximate weight at time of essure placement: 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: full occlusion of fallopian tubes confirmed. Laparoscopy - on (B)(6) 2016: results: did not reveal any findings related to the symptom. ¿concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical record, confirming- events which are pelvic pain, dysmenorrhea, menorrhagia, abdominal pain lower, back pain, arthralgia, migraine, vaginal discharge, vaginal infection, fatigue, headache, sinusitis, ear infection, depression, anxiety, vaginal haemorrhage, weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jan-2020: plaintiff fact sheet and medical record was received. Reporter information, medical history, concomitant drug were added. Outcomes of events abnormal bleeding ,dysmenorrhea, fatigue, migraine ,vaginal discharge ,weight gain were updated as recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.